Manufacturer narrative:
Model/catalog 72404232, description cx preconnected w/700m momentary squeeze pump, w/iz batch/lot 120070002.

Event description:
It was reported that patient had the inflatable penile prosthesis was removed on (B)(6) 2018 due to a herniated reservoir. A new 20cm x 14mm ambicor penile prosthesis was implanted.

Event description:
It was reported that patient had the inflatable penile prosthesis was removed on (B)(6) 2018 due to a herniated reservoir. A new 20cmx14mm ambicor penile prosthesis was implanted.

Manufacturer narrative:
Model/catalog 72404232 description cx preconnected w/700m momentary squeeze pump w/iz batch/lot 120070002. Device evaluation: the complaint component was returned and analyzed. The reported allegation of migration/device herniation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Concomitant medical products: model/catalog 72404232, description cx preconnected w/700m momentary squeeze pump w/iz batch/lot 120070002.

Event description:
It was reported that patient had the inflatable penile prosthesis was removed on (B)(6) 2018 due to a herniated reservoir. A new 20cmx14mm ambicor penile prosthesis was implanted.